Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient was hospitalized for 6 days due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 27 mmol/l (486 mg/dl) while wearing the pod. It was noticed that the pink slide did not move forward, indicating a failure of the needle mechanism. At the hospital, the patient was administered manual insulin injections and a new pod was applied. The device was discarded.